Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37791, product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the connector pins broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery and spinal pain. It was reported that the recharger (insr) just quit working the night prior. The patient was not getting any coupling boxes shaded and usually had all 8. The patient had issues with antenna sliding all over her skin in the beginning but now used a girdle successfully. The patient was not having any issues communicating with the programmer. The stimulator had ¼ charge left and the patient was feeling stimulation. After multiple attempts at the antenna locate feature, the screen stayed on a blank screen with the few icons on the top row. The patient was able to go to charging but and the screen was not frozen, it was just the case that the antenna locate feature would not come up. The connector pin was stated to be loose. The patient reported a week later that the recharger was not charging as the connector pin had actually broken the week prior. Additional information received reported the patient¿s device was working fine at the time of this report, but it took too long to get the part and the implantable neurostimulator (ins) did go down. The patient did meet with a manufacturing representative. The patient stated ¿it was a wire in the cord that plugged into a box.¿ the ins was now charged and the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.